Manufacturer narrative:
The patient discarded the suspect product. A 40 sealed blisters from the same lot were received. A product evaluation has been initiated but is not complete. Additional information will be reported within 30 days of receipt. A device history review was performed. Lot l001tc3 was produced under normal manufacturing conditions. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification and sterilization requirements were successfully completed. MDR reportable event trends are reviewed in quarterly management review meetings. Device labeling single use or reuse. Conclusions: no conclusions can be drawn.

Event description:
Initial information received from a patient (pt) via (B)(6) on (B)(6) 2012 stating that he/she experienced "bad eye infections" od while wearing acuvue 2 contact lenses (cl). The patient had worn acuvue 2 lenses for ten years. The patient wore the lenses as daily wear, replaced every 2-3 weeks and used complete moisture plus mps solution to clean/disinfect lenses. On (B)(6) 2012, our firm spoke with patient who stated that he/she experienced photophobia, pressure, redness and blurry vision od on (B)(6) 2012. On (B)(6) 2012, the patient was seen by an eye care professional (ecp) and dx with a cut od. He/she was treated with ciprofloxacin 1 drop qhr x1 day, then 1 drop every 2 hrs x2 days, the n1 drop qid x 4 days and d/c cl wear for a week. A few days after resuming cl wear the patient developed the same symptoms and contacted the ecp's office who instructed him/her to use the remaining antibiotics from the previous supply and d/c cl wear while using . He/she was not seen for recurring symptoms. The patient has resumed cl wear. On (B)(6) 2012 our firm spoke with the treating eye care professional's office who stated that the patient was seen (B)(6) 2012 and dx with central corneal opacity od. The nature and size of the opacity were not indicated. He/she was treated with ciloxan, one drop every hour while awake, bromday drops once daily and instructed to use blink for contacts. The patient had follow-up visits on (B)(6). The ecp's office declined providing further clinical information. This report is submitted due to report of infection, corneal ulcer and central corneal opacity.